Manufacturer narrative:
Follow-up # 1 - 1/13/2015 device evaluation. The lay user/patients meter has been returned on 12/2/2014 and further evaluated by lifescan product analysis on 1/5/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. In addition the battery contact was found to be corroded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging two related issues with her onetouch ping - the meter was reverting to setup mode and the language was incorrect. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issues began early on the ¿saturday morning¿ prior to contacting lfs ( (B)(6) 2014). The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her management routine as a result of the issue and reported continuing with her usual dose of medication including sliding scale. She reported that ¿one hour¿ after the issues with the meter started, she ¿had a severe [insulin] reaction and fell on the floor¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no misuse of the product. The cca also noted that the batteries had not been removed or replaced prior to the start of the issue. The cca walked the patient through resolving the issues. Although the language issue was resolved, the issue with the meter reverting to setup mode remained unresolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged meter issues began.